Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a cartridge and infusion set change while using a steel 6 mm contact/detach infusion set, and during the call a blood glucose of 67 mg/dl was noted without an identified cause; a full supply change was completed and insulin delivery was resumed. Symptoms included an asymptomatic hypoglycemic reading that the user elected to treat with oral carbohydrate. Outcomes included continued monitoring by the user with self-treatment and no hospitalization. Investigation included remote troubleshooting and education guiding a cartridge and infusion set replacement. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with an isolated hypoglycemic episode of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.